Manufacturer narrative:
Other relevant device(s) are: product ID: 9733823, serial/lot#: (B)(4). Analysis found that the small connector had been crushed on the cable, rendering the connector unusable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had a damaged microscope cable. There was no patient present.